Event description:
Product was returned as an implant failure because the cover screw would not go in all the way. Based on the report, the patient had good oral hygiene and good bone condition. The surgery was a traditional 2 stage in tooth location #29. The fixture was placed with primary closure. The doctor indicated that the device was received damaged or defective such that it would not perform as intended. He stated that at the time of surgery the cover screw would not go all the way in but apparently went in far enough that he decided to just suture the patient up and hope that the healing abutment would go in later on. After the patient came back 30 days later, he took out the cover screw and tried to place a healing abutment but it wouldn't go in all the way so he decided to just extract the implant completely. The patient was reported as recovered, no complications.

Manufacturer narrative:
Based on inspection and test results, the returned product has been found to have damaged internal threads most likely caused by the implant driver during fixture insertion.